Event description:
Customer reports to have high blood glucose of 300 mg/dl, which was corrected with a bolus shot and manual injections. Customer reports to have been hospitalized but there was no information on hospitalization given. Customer was advised to change infusion set. Customer was also advised that sample infusion sets would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.